Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image disappears likely because the video connector pin wore out due to long-term repeated use (over 15 years). In addition, the connection is not secured due to wear of the connector lock. This is likely due to wearing of the connector lock due to long-term repeated use (over 15 years). Lastly, it is likely that the lamp output became out of specification because the lamp came to the end of its useful life due to long-term repeated use (over 15 years).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to worn pins inside the video connector.

Event description:
A user facility reported to olympus that the "light source comes out of the machine and the [image] will disappear. The problem, as reported to olympus, occurred during a procedure.